Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose value of 330 mg/dl. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue. Reportedly, the customer was using cold insulin within their pump supplies. Reportedly, tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.